Event description:
A magnetic sensor error displayed when the smart touch bidirectional catheter was inserted into the cardiac cavity during an atrial fibrillation procedure. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receipt of the catheter on (B)(6) 2014, the bwi failure analysis lab observed a scratch on the clear sensor sleeve (pebak). The peek housing and tip lumen transition had small open bubbles allowing some reddish brown material inside. Also, the tip lumen has white stress marks bump about 5.5 mm from transition with peek housing. The opposite side of the tip lumen has metal exposed about 8.2 mm from the transition with the peek housing. This catheter is being reported due to the exposed metal found upon receipt of the catheter. Awareness date is re-set to (B)(6) 2014.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
(B)(4) a 105 magnetic sensor error displayed when the smart touch bidirectional catheter was inserted into the cardiac cavity during an atrial fibrillation procedure. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receiving, the catheter was visually inspected and the clear sensor sleeve (pebax) had a scratch. An internal corrective action has been opened to investigate this issue. The pebax section is 100% inspected on all catheters before leaving the facility. Additionally, the peek housing and tip lumen transition had a crack allowing some reddish brown material inside, the tip lumen had a bump about 5.5 mm from transition with peek housing and the opposite side of the tip lumen had metal exposed about 8.2 mm from the transition with the peek housing. An x ray of the catheter was taken and it was noticed that the t bars slid down from its place and one of them started to partially cut the soft tip wall, which is the metal exposed previously stated. The t bars slippage condition may contribute to the peek housing crack section since there is a free space below the transition, not having any internal support. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. An internal corrective action has been opened to investigate the t bar issue and an internal corrective action was opened for the peek housing issue. A follow up was made with the affiliate and none of the previous damages were observed by the physician. Then per the reported event (error 105), the catheter was evaluated for carto 3 and coil disconnection tester (cdt). The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, the sensor coils resistances were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. Internal corrective actions were opened as initially stated.